Event description:
The account generated false (B)(6) architect anti-hcv results on a patient specimen. The patient specimen tested architect anti-hcv (B)(6), but repeated several times architect anti-hcv (B)(6). The account noticed the decreased architect anti-hcv result occurred when the reagent volume was low. The account also noticed the control values decreased significantly as well. No further patient or testing information was provided. The false negative architect anti-hcv result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Internal identifier(s): =(B)(4). Increased customer complaints were received reporting a decrease of the positive control values in range and/or out of range low for multiple lots of architect (B)(6) reagent (list number 6c37) when approximately 25% of the reagent volume was remaining. Some customer reported that the values of patient samples dropped such that (B)(6) values were generated. When the assay diluent was mixed before testing, the signal of the positive control remained stable and customers were informed about this interim mode of control via a product correction letter (fa18mar2010) and a product information letter included with the reagent kit. The probable cause of the decreasing s/co values for reactive samples at the end of the bottle volume is an inhomogeneity created in an aged assay specific diluent due to interactions of the components within the assay diluent. Based on the outcome of this investigation, the corrective action will be a reformulation of the assay diluent of architect (B)(6) (list number 6c37). The architect anti-hcv us assay (list number 1l79) is not affected because the assay uses a different assay diluent.

Manufacturer narrative:
(B)(4). Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar us product distributed in the us, architect anti-hcv, list 1l79. An investigation is in process. A followup report will be submitted when the investigation is complete.